Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was evaluated on-site. A review of the event history log (ehl) showed an infusion of heparin at a rate of 15 units/kg/hr on the date of the event. The infusion ran for 8 hours, with only a single downstream occlusion alarm occurring after 1 hour of infusion. The infusion was conducted with a newly loaded set, and the previous infusion was not run at a rate half of the reported infusion rate. The ehl review did not reveal a relationship to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues; the device met testing specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused heparin. The bag was reported to be still completely full after 2 hours of running. This occurred in the iccu (intensive cardiac care unit) department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.